Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and on 1 month follow up visit the patient's vision is 20/20 -2.50 corrected but 20/200 uncorrected. All indications show that correct power was used. The patient ended up with a -2.50 refractive error. The surgeon used a-scan for pre-operative measurements and it called for a 23.5 lens which is what was ordered and was implanted. To date the lens remains implanted. The doctor is questioning if the lens used was labeled wrong. On (B)(6) 2015 the account was able to confirm that the lens is still implanted. Visual acuity (va) on (B)(6) manifest -2.00 20/40 - glare 20/100, (B)(6) uncorrected 20/200 manifest -2.50 +1.00x020=20/20. Contact lenses suggested for driving. Yag done on (B)(6) for glare. Not a previous contact lens wearer. Visual measurements even rechecked after surgery. Never received lasik. No further information was provided.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site, as to date, it remains implanted in the patient's eye therefore the product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.